Event description:
On (B)(6) 2026, a patient underwent a breast tissue marker placement procedure using the ultracor twirl clover marker. During the procedure, the twirl clover marker split into two pieces when an attempt was made to remove it during a vab procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.